Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, on resection of the stomach, the stapler was able to fire, the stapler stayed opened and there was a problem unloading the device. The stapler did not lock on the stomach the second presented the same problem. They used another handle to complete the case. There was no patient injury.